Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the low flow alarms resolved with medical management which included diuresis with medication and changes in medication for pre-existing/continued right ventricle support. The patient remained on anticoagulation medication and antibiotics. Antibiotics were given for an unspecified infection that was not considered to be device related. It was reported on (B)(6) 2021 that the patient was stable and discharged home with plans to continue mechanical circulatory support care and follow up visits. The device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of a blood leak at the apical cuff during implant could not be determined through this evaluation. The report of low flow alarms could not be confirmed as no log files were available for review. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, it was reported that the alarms resolved with medical management which included diuresis with medication and changes in medication. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively be established. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The implant kit was shipped on 08feb2021. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 6 ¿patient care and management¿ includes information regarding how to prevent and control infection. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, document 10006136, rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document also contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon initial connection of pump to apical cuff intra-operatively, bleeding was noted between pump and apical cuff in one small location. The surgeon unlocked the pump from the cuff and rotated the pump clockwise/counterclockwise to ensure no debris or blood was stuck on the o ring at the seal. The pump was locked again and issue was still present with more bleeding from the same spot. The surgeon then unlocked pump with tool again at cuff and with clinical guidance, irrigated both the o ring at base of inflow and cuff metal lock connection spot with saline. After which, the surgeon held the cuff in their left hand and pump in right hand, pushed down firmly with right hand and up a bit with left to make sure pump fully seated on all sides of cuff. The surgeon then did a slight clockwise counterclockwise rotation to make sure the area was fully secured, and locked pump to cuff. This resolved the issue and no more bleeding between pump and cuff was noted. The surgeon was the only person to touch the cuff lock connection. Upon transport to the ICU the patient was in stable condition. Mean arterial pressure (map) was 94 at the time, flow was 2.4 lpm and the device alarmed for low flow. Epinephrine was stopped and map decreased and flows increased to 3 lpm.